Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and dizziness presumably from t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was done and when the patient presented for their next device interrogation, there was still some evidence of twos when the patient went from a sitting position to a supine position. The sensitivity was on the lead was changed and no twos could be replicated. Several minutes later the patient experienced the same symptoms again. On telemetry it did not appear to be twos but there was a sinus pause where the patient would go from their tracking rate of 85 beats per minute (bpm) to the lower rate limit of 60 bpm. No further actions were taken, and the rv lead remain in use. No further patient complications have been reported as a result of this event.